Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a leak in the reservoir compartment. Blood glucose level kept rising after giving a bolus. Customer stated the insulin pump was exposed to fluid/moisture and there was fluid under the reservoir compartment. Self-test was performed and passed. The customer was advised that the product would be replaced and will return the product for analysis.